Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating unannounced birthday cake while using the ilet with an expiring cgm sensor, chose to continue using the sensor until readings ceased, and monitored glucose as the ilet attempted correction; the highest reported glucose was 282 mg/dl, the event did not persist beyond 90 minutes out of range, and there were no device alerts, outside assistance, or medical intervention. Symptoms included feeling fine without acute complaints. Outcomes included transient hyperglycemia without injury, hospitalization, or long-term impact. Investigation included troubleshooting and education with guidance to continue monitoring and replace the sensor after glucose trended into range. Investigation of this case revealed no device malfunction, with hyperglycemia attributable to unannounced carbohydrate intake while the device attempted automated correction and the sensor approached expiration, consistent with expected system behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management of unannounced intake and sensor timing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.